Manufacturer narrative:
Occupation: reporter is a synthes employee. Part: 03.037.015; lot: l251853; manufacturing site: (B)(4); release to warehouse date: february 16, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the aiming arm locking device was received showing the top ring deflected/bent upwards. This deformity impacts the functionality of the device as it would cause the reported complaint condition of difficulty locking to a mating device. No other issues were identified with the returned components of the device. The device failure/defect of deformed/bent was identified during the investigation and is related to the reported complaint condition. Functional inspection: functional testing could not be completed as the mating aiming arm was not received for evaluation. The reported complaint condition could not be replicated as the mating aiming arm was not received for evaluation. Dimensional inspection: drawing: locking device for tfna aiming arm. Feature: distance between the flat of the top and bottom ring. Result: this dimension is non-conforming due to the deflection and deformation of the top ring. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. Locking device for tfna aiming arm. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the aiming arm locking device as the device was received showing the top ring deflected/bent upwards. This deformity impacts the functionality of the device as it would cause the reported complaint condition of difficulty locking to a mating device. While no definitive root cause could be determined for the deformation, it is possible that the device encountered excessive forces and/or rough handling. Consistent use of the device may have also contributed to the condition, as the reusable device is 2+ years old. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to a case on (B)(6) 2019, it was determined that the ring was not locking with the aiming arm. It was swapped out with the other ring in the set. There was no patient involvement. Concomitant devices: guides/sleeves/aiming: aiming arm (part: unknown, lot: unknown, quantity: 1). This report is for an aiming arm locking device. This is report 1 of 1 for (B)(4).